Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was continually displaying the ¿apply sample¿ message. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient was unable to provide the exact date that the alleged issue began but advised that it was a ¿few days¿ prior to contacting lfs. The patient manages her diabetes with oral medication (rybelsus, unspecified dose) and she advised that she continued to take her medication as normal and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported than an unspecified time after the alleged issue began, she developed symptoms of feeling ¿low in energy¿ and had ¿blurry eyes.¿ the patient advised that on december 12, 2020, she self-treated her symptoms by drinking some orange juice. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca established that the device was not being used for the first time and that the patient was using the correct test strips. The patient was unable and/or unwilling to describe their testing steps in order for the cca to confirm if the patient was following the correct testing procedure as outlined in the owner¿s booklet. The cca walked the patient through resolving the issue; however, noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged issue with the subject device began.